Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, but the customer was unable to proceed with the reset at that time and planned to call back when able to do so. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction error did not reoccur after the reset. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.